Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly. The customer's blood glucose value was 254 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that they were unable to exit the preparing to prime loop. During troubleshoot; the customer received no reservoir alarm. The product was not returned for analysis.